Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned a drive stall and an 0x40 alarm, indicating that the rotational sensor maximum count had exceeded. The device was reset and a 5u test bolus was run without replicating the alarm or drive stall. The exposed portion of the soft cannula was observed to be bent; it cannot be determined when this damage occurred or whether it contributed to the reported event. No evidence was found that would contribute to the drive stall or the generation of the 0x40 alarm; a root cause could not be determined. No other defects or deficiencies were found during the investigation.

Event description:
It was reported the patients blood glucose level rose to 14 mmol/l (252 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. As treatment, a new pod was placed.